Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 18 ga x 1-1/4 in single port leaked on 2 occasions. The following information was provided by the initial reporter: material no: 383519 batch no: 8158843. It was reported that there was leakage underneath the butterfly at the top of the catheter. Event description per email states: we have had 2 complaints from our clinical staff regarding IV systems leaking. The complaint in both cases is that the system has leaked IV fluid and/or blood through the area underneath the "butterfly" at the top of the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-12-15. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one nexiva catheter assembly and a miscellaneous connector. Upon inspection of the received unit, it was identified that blood is present on the back end of the canister and between the canister and catheter adapter. This is not a common occurrence and supports the reported defect of leakage beyond the septum. Further microscopic inspection revealed the primary septum of the device to not be seated correctly as it is sitting askew on the canister. The canister and septa were removed from the winged adapter to allow for a clear inspection of the components. It was noted that the septum is positioned almost entirely sideways, the canister is damaged, and the septum is melted to the side of the canister. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 18 ga x 1-1/4 in single port leaked on 2 occasions. The following information was provided by the initial reporter: material no: 383519, batch no: 8158843. It was reported that there was leakage underneath the butterfly at the top of the catheter. Event description per email states: we have had 2 complaints from our clinical staff regarding IV systems leaking. The complaint in both cases is that the system has leaked IV fluid and/or blood through the area underneath the "butterfly" at the top of the catheter.